Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. The report that the safety mechanism did not activate was confirmed based on the circumstantial evidence of the photograph that was provided. The photo showed a needle from an insyte autoguard device. The sample exhibited evidence of use. The needle was not retracted. The photograph provided for this incident did not present sufficient evidence to identify or confirm a definite root cause. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard safety button depression did not activate needle retraction. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the safety mechanism did not activate even when the button was pressed.